Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture of the device" and "lymphorea","a capsular contracture baker grade ii" and "breast hard [and] painful".

Event description:
Healthcare professional reported left side "intracapsular rupture of the device", "(color modification)", "a capsular contracture baker grade ii", "breast hard [and] painful", and "effusion of silicon (lymphorea)". The device has been explanted.